Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) via e-mail alleging that his onetouch verio meter was reading inaccurately compared to his feelings. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests six times a day (before each meal and sometimes in the evening) and manages his diabetes with "humalog" insulin (via insulin pump) based on food intake. According to the patient he makes every effort to stay between "70-160mg/dl". On (B)(6) 2012 (at 11:30pm), the patient confirmed and clarified he obtained a blood glucose reading of "376mg/dl" with the subject meter, he soon after administered 5.2 units of insulin in response to his reading, and subsequently an hour and a half later he became unconscious and was shaking. The patient's wife immediately administered a glucagon injection as treatment and the patient stated he began to feel better 20-30 minutes later. The patient indicated he did not test his blood glucose with another device after the issue occurred. Approximately three hours after the alleged issue first began the patient reportedly obtained a blood glucose reading of "430mg/dl" with the subject meter; in response to the reading the patient clarified he administered 4 units of insulin soon after. Two hours later the patient stated he retested with the subject meter, obtained a reading of "326mg/dl", and administered an additional 3 units of insulin in response to the reading. Subsequently at 5:30am (on (B)(6) 2012) the patient once more became unconscious and was shaking. Immediately after the onset of his symptom, the patient confirmed his wife gave him sugar and he felt better approximately 30 minutes later. Although still feeling low, the patient stated he tested his blood glucose with the subject meter (about two hours later) and obtained a reading of "350mg/dl"; it is not known if the patient took any action in response to the reading. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). However, the condition and storage of the test strips (involved with this complaint) are not known. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter has been returned to lfs (on (B)(6) 2012); however, the investigation has not been completed. The patient also returned 3 vials of test strips (lot# 321823); however, the test strips were not noted to be part of this complaint. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned respectively on (B)(4) 2012. On (B)(4) 2012 the meter involved with this complaint was evaluated by product analysis (pa) with the following finding: the meter passed all testing with no faults found. The meter was found to work properly. The primary complaint was not confirmed. The test strips involved with this complaint (lot# 3218212) were not returned to lfs by the patient. The retain test strips for lot 3218212, however, passed all testing with no faults found. The patient had also returned 3 vials of test strips (lot# 3218213) not involved with the complaint; the test strips were tested and found to be exposed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.